Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to remote manager failure. A field service engineer removed and replaced the adhesive to resolve. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system was locked, and the fridge door could not be opened because it fell off. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.